Manufacturer narrative:
(B)(4). Physio-control advised the customer, a biomedical engineer, that their device is no longer supported by physio-control. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a routine preventative maintenance evaluation of their device that it would not complete the boot-up process. The biomedical engineer also advised that the device had both a service wrench and battery icon present on the display. There was no patient use associated with the reported event.